Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 ¿ patient was diagnosed with chronic right groin pain, entrapment of ilioinguinal nerve, left inguinal hernia thereby underwent open repair with the implant of perfix plugs (left ¿ device 1, 2). Per op notes, ¿on left side, ilioinguinal nerve was excised. There was a laxity and weakness of the inguinal floor. A piece of perfix plug (device 1, 2) were placed over the inguinal floor and secured to conjoint tendon, shelving edge using sutures. On right side, the planes were consistent with scarring and infection. The nerve and portion of old mesh was excised. The remainder of mesh was incorporated into surrounding tissue. The moderate sized defect was noted.¿ (note: the mesh removed from right inguinal side in this procedure was unknown) (B)(6) 2014 ¿ patient had inflammation, scar tissue, adhesion thereby underwent open repair with the removal of meshes (device 1, 2). Per op notes, ¿on left side, scar tissue was freed. The underlying mesh (device 1, 2) was excised from adherent scar tissue. On right groin, scar tissue was excised. The unknown mesh was retracted in anterior fashion. The unknown mesh and overlying balled up mesh near pubic tubercle was removed.¿